Manufacturer narrative:
(B)(6). Patient¿s gender and weight are unknown. Date of event: unknown. This report is for four (4) unknown screws. Date of original implant is unknown. Per facility, the complainant parts will not be returned for manufacturer review/investigation. 510(k): unknown as no part or lot numbers were provided for the complainant screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail was removed from a patient on (B)(6) 2015 due to a non-union. There was no reported damage to the nail itself. However, four (4) screws were discovered to be broken. The patient was revised using another vendor¿s nail. This report is for four (4) unknown screws. This report is 2 of 2 for (B)(4).